Manufacturer narrative:
The reason for this revision surgery was to remedy a loose cup after seven weeks of patient use. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 21st complaint for this part number: nine due to dislocation, two revisions, two for trauma, two dissociations, one due to pain, one fixation, one device failed, one due to infection, and one for a clicking noise. This is the first complaint for this lot number. The root cause for the loose cup was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt fell and loosened the cup, which was replaced with a stryker cup. The surgeon also replaced the head with a smaller femoral head.